Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited loss of capture, high capture thresholds and low sensing, and right atrial (ra) lead exhibited high capture thresholds and low sensing. Upon review, it was noted that the rv and ra leads were found to have dislodged due to twiddlers. The leads were explanted and replaced. The patient was in stable condition.